Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'when the door is open, we do not receive the load set prompt or other loading prompts', which was reproduced during evaluation. Visual inspection found the cause was a stuck lower latch switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not receive the load set prompt or other loading prompts when the door was opened. The event occurred during programming/setup in the general patient ward. There was no patient involvement. No additional information is available.